Manufacturer narrative:
The insulin pump received with unresponsive buttons and button error alarm due to corroded keypad traces. The insulin pump had minor scratches on lcd window, cracked display corner, cracked belt clip slot and cracked reservoir tube lip.

Event description:
The customer reported a button error alarm. The blood glucose reading was 201 mg/dl. There were no significant events that led to the event. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.